Manufacturer narrative:
Tandem¿s t:flex pump user guide indicates: ¿never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in unintended delivery of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step of the load process, the customer was not disconnected at the site. Reportedly, the customer took the site out and did not think insulin got into their body as their blood glucose levels were not impacted. The customer indicated that they would replace the infusion set.